Manufacturer narrative:
Patient identifier not made available from the site. On 02/17/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer shutting down randomly. Moved computer power cord to different slot. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, stealth coordinatorm reported that while in a cranial procedure, the navigation system computer shut-down unexpectedly. The computer monitor screens would shut-off and display a no input detected signal for a few minutes. When it came back on, the software had reverted to the software application screen and they would need to re-enter the software. This behavior occurred twice. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.